Event description:
It was reported that the black tip on the distal end of the micro sagittal saw broke off. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.